Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away (B)(6) 2014. The customer's blood glucose was unknown at the time of passing, which was attributed to complications from an unspecified cancer. It is unknown if the device will be returned as the deceased's spouse was very upset and requested to not be contacted again. No additional information was reported.